Event description:
It was reported that during a lap chole procedure the device would not remove from the trocar. Another device and trocar was used to complete the case with no patient consequence. One device and trocar to be returned.

Manufacturer narrative:
(B)(4). Jaw/cam interface disengaged. Evaluation summary: the analysis results for the el5ml instrument found that it was returned with the jaws disengaged from the cam, therefore not allowing it from being removed from the 5mm sleeve. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.